Event description:
It was reported during the implant attempt, the lead would not fixate and had unacceptable thresholds. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. The defib conductor was distorted, blood/body fluid was in the distal conductor (not obstructed) and blood was present in/on the helix/lobe mechanism. Damaged at implant.